Event description:
It was reported that an unk spectrum pump alarmed system error 322. Any pt injury, involvement, or medical intervention is unk.

Manufacturer narrative:
MFR ref number (B)(4). Baxter did not receive and was not able to evaluate the device. If the device is received and the eval is complete, a supplemental report will be submitted.